Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having issues with the serter however, indicated that their blood glucose was 400 mg/dl and would treat with manual injection. Customer declined to troubleshoot for high blood glucose and may call back at a later time. No further details given.